Manufacturer narrative:
The tandem t:slim pump user guide states ¿the t:slim insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no bg level was provided. Customer administered injections to stabilize bg levels. Reportedly, contact indicated that customer's age may contribute to improper pump use. No further information was provided on the reported issue.